Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all of our pyxis stations had an interface issue. A technical support specialist dialed into the carefusion coordination engine (cce) and found that the cce service was not running. The server had not been rebooted in 265 days, so it was rebooted. Once the server came back online, the services started normally and messages began processing. The customer confirmed that the icons on the pyxis were cleared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an interface issue. Message says patient data may not be current. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.